Event description:
This is filed to report the single leaflet device attachment (slda) requiring additional clips. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had a huge posterior prolapse over the complete width of p2. The first clip delivery system (cds) was advanced to the mitral valve and placed in a central medial position and mr grade was reduced to 1. After the clip was deployed, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). Two additional clips were implanted for stabilization, reducing the mr to 2-3. In the physician¿s opinion was at this position an anatomical defect of the leaflet, which caused the slda. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (anatomical defect of the posterior leaflet consisting of a huge posterior prolapse). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.